Manufacturer narrative:
(B)(4). Borgwardt, a. Et al (2016) a randomised, controlled clinical study on total hip arthroplasty using 4 different bearings: results after 10 years. Hip international 2017; 27 (1): 96-103. Doi: 10.5301/hipint.5000428. Report source, foreign - event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06124.

Event description:
It is reported 1 revision for aseptic case of loosening of stem or shells. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.